Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) unspecified date, the patient experienced a blood glucose in the 400s mg/dl with trace ketones and vomiting associated with the wrong time in the pump. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the user did not adjust the time in the pump after daylight savings. This complaint is being reported because the patient allegedly experienced hyperglycemia as a result of use error.